Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to the need for MRI. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 13, 2023. Device analysis report is attached.